Event description:
The complainant alleged during incoming inspection of the product, the device's synchronous defibrillation on/off soft-key switch did not function. The complaint indicated that there was no pt involvement in the reported malfunction.